Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the hospital in order to investigate the reported event. We will provide a follow up report once we receive further information and have completed our analysis.

Event description:
A hospital in (B)(6) reported that a patient had a 75% oxygen desaturation allegedly due to condensation in the inspiratory and the expiratory limbs of an rt380 adult dual heated evaqua2 breathing circuit. The subject breathing circuit was used in conjunction with fisher & paykel healthcare (fph) mr850 respiratory humidifier, drager evita 4 ventilator, and a nebulizer. The nebulizer was connected between the inspiratory limb and the y-piece of the rt380 breathing circuit. The patient was reportedly on cycles of two-hourly non-invasive ventilation followed by 15 minutes of spontaneous ventilation. The nurse reported that no condensation was observed inside the limbs two hours prior to the reported incident; however, they noticed the condensate when alarms were generated by the monitoring system and the ventilator. The hospital further reported that the patient is currently intubated. The complaint breathing circuit was destroyed at the hospital facility before the incident was reported to fph.

Manufacturer narrative:
(B)(4). The complaint rt380 adult dual heated evaqua2 breathing circuit was not returned to fph for investigation as it was destroyed at the hospital facility before the incident was reported. An fph field representative visited the hospital to obtain further information regarding the reported fault. Our analysis is accordingly based on the information provided by fph field representative and results of previous investigations on similar complaints. When the fph field representative visited the hospital, he observed that the ambient temperature in the intensive care unit (ICU) was between 26°c to 27°c. These temperatures are at the high end and above the recommended ambient temperature range for the mr850 respiratory humidifier. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple set-up and environmental factors. It is possible that the reported condensation in the inspiratory and the expiratory limbs of the subject rt380 adult dual heated evaqua2 breathing circuit was influenced by how the humidification systems were set-up (including ambient temperature). The product technical manual of the mr850 respiratory humidifier states the following: "recommended ambient temperature range: 18 to 26°c." The fph user instructions illustrate in pictorial format the correct set-up and proper use of the rt380 adult dual heated evaqua2 breathing circuit, and state the following: "check breathing circuits for condensation every 6 hours and drain if required." "Check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient." "Set appropriate ventilator alarm." The fph field representative had since reminded the hospital staff of the recommended ambient temperature.

Event description:
A hospital in (B)(6) reported that a patient had a 75% oxygen desaturation allegedly due to condensation in the inspiratory and the expiratory limbs of an rt380 adult dual heated evaqua2 breathing circuit. The subject breathing circuit was used in conjunction with fisher & paykel healthcare (fph) mr850 respiratory humidifier, drager evita 4 ventilator, and a nebulizer. The nebulizer was connected between the inspiratory limb and the y-piece of the rt380 breathing circuit. The patient was reportedly on cycles of two-hourly non-invasive ventilation followed by 15 minutes of spontaneous ventilation. The nurse reported that no condensation was observed inside the limbs two hours prior to the reported incident; however, they noticed the condensate when alarms were generated by the monitoring system and the ventilator. The hospital further reported that the patient is currently intubated. The complaint breathing circuit was destroyed at the hospital facility before the incident was reported to fph.